Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash underneath the lifevest. The patient is reportedly allergic to nylon, which was causing the irritation. The patient's nurse began applying cornstarch and a cream to the irritation. The patient reported that the irritation was not improving.